Event description:
The device was used during a left lung resection procedure. Reportedly, the instrument was difficult to open. The surgeon was able to open the device and compelte the procedure. The hospital has reported no pt injury occurred.